Manufacturer narrative:
A software investigation was initiated, however as the issue could not be replicated, there was insufficient information to determine cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient ID and weight were not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be replicated. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when setting up for a fess procedure the site was unable to initialize the em chain, as a result, they could not verify instruments, register, or navigate. The site thoroughly checked out the system (environment, cables, featured is turned on). The surgeon completed the case without navigation. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.